Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4.1 pocket c1 was not detected on the bus. A field service engineer (fse) removed the pockets, reseated the row board cable, removed the back panel and reseated the row board cable in the drawer controller board. Fse also reseated the retractor band cable, restarted the system and ran a hardware test application to resolve the issue. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, not detected on bus and user performed a 10-minute shutdown, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.